Event description:
The customer reported that when the scope was connecting to video system center was not working. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.